Event description:
It was reported that the user experienced hyperglycemia after two bent infusion cannulas overnight, which impeded insulin delivery and prompted disconnection from the pump and correction with humalog pen injections with guidance on a two-hour wait prior to any pump reconnection. Symptoms included pallor and feeling generally unwell. Outcomes included self-management with back-up therapy and improvement in blood glucose later the same day without professional medical intervention. Investigation included phone-based troubleshooting and education, including review of infusion site change and dosing guidance. Investigation of this case revealed a probable infusion site/cannula issue causing underdelivery of insulin. It was concluded that the event was consistent with hyperglycemia of unclear cause related to suspected infusion set occlusion or deformation, with resolution after transition to injections and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.